Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was inspected on site by the field service engineer and the customer's complaint was confirmed. Based on the results of the investigation, the event was due to the non-olympus zero wire g2 (radio high definition video transmission system) not being turned on. The problem was resolved by disconnecting the power cable of the zerowire g2 and connecting it to a different power source. Additionally, the video signal was not transferred to provation pc monitor. The issue was resolved by connecting the cv-190 and provation pc by using sdi cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center didn't have image display on the main monitor and the provation pc. There were no reports of patient harm.